Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fracture, noisy signals, loss of capture, high impedances out of range and oversensing. The fracture was confirmed by x-ray before procedure. This ra lead was successfully replaced. No adverse patient effect were reported.